Event description:
A us distributor returned a monitor and reported monitor delivers monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was due to the q12 and q17 insulated-gate bipolar transistors (igbts) being shorted on the defibrillator pca board, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted q12 and q17 transceivers could not be positively identified. Root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.